Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms. The event log did not hold the maximum of 256 events. The lvas speed was turned up to 5300 rpm from 4900 rpm around 11 am. The goal was to see the real time data since the speed changes were made but the full picture was not able to be seen after the speed change was made. The patient was asymptomatic during these events. The patient had premature ventricular contractions after cardioversion on (B)(6) 2022. The patient continued to have high mean arterial pressure but remained in sinus rhythm. The log file captured low flow events on (B)(6) 2022 when the pulsatility index (pi) was elevated. These events did not persist long enough to trigger a low flow alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however a specific cause for the low flow events could not be determined though this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. The submitted controller event log file captured transient low flow alarms on (B)(6) 2022. Of note, pulsatility index (pi) values were elevated during the low flow events. No other notable events were captured. The system appeared to operate as intended at the set speed for the duration of the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 pocket guide to alarms for clinicians and the heartmate 3 pocket guide to alarms for patients and caregivers are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.